Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/10/2021. H.6. Investigation: a device history record review could not be completed for this complaint and the lot provided is 'unknown.' To aid in the investigation, one sample and two photos were received for evaluation by our quality team. The sample came with no packaging blister. A visual inspection was performed with a 10x magnifier lens. The sample has black specks that are embedded degraded resin. The two photos provided show the sample received. It could be possible for this defect to occur during the molding process. The embedded degraded resin in the barrel occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press, can break loose and be molded into components. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced foreign matter in the fluid path. The following information was provided by the initial reporter: foreign material in syringe 50ml ll.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced foreign matter in the fluid path. The following information was provided by the initial reporter: foreign material in syringe 50ml ll.